Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to the distribution node (dn) to rear therapy electrode being cut, damaging all wires in the cable. The root cause for cut wires was physical abuse. There was no adverse event that resulted from the damaged belt.